Event description:
Second similar event - PICC line kit, ref cdc-45041-vps2, lot 33f23h0294. Vps system would not work upon starting vps monitor after vps guidewire was plugged in. Another kit was opened to retrieve new vps wire, and the new wire worked perfectly.